Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/06/2016 with the following findings: during visual inspection of the pump, it was observed that the display screen was dim and discolored. Unrelated to this issue, it was observed that a piece of the u-groove was broken off. A test clip was used in the investigation and it was unable to attach to the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim/discolored display. This report is made based on results of investigation completed on 07/06/2016.